Event description:
It was reported that the right ventricular (rv) lead experienced a high number of short interval counts (sic) and noise. A chest x-ray was performed and confirmed a lead dislodgment. During the repositioning procedure, the helix failed to extend/retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated and obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated apparent explant damage. The lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. Concomitant medical products: 5076 implantable pacing lead 2012-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the exposed svc (superior vena cava) defibrillation coil was melted.